Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones from their device. It was noted by technical services (ts) that the device battery reached elective replacement indicator (eri) status on (B)(6) 2025. Ts also confirmed an inappropriate shock was delivered on (B)(6) 2025. Looking at device data available on the latitude remote patient monitoring system. Ts noted multiple episodes of low r-wave amplitude and myopotential oversensing since 2017. All episodes occurred while the device was programmed to primary sensing vector with x2 gain. The patient is scheduled to undergo a device replacement and electrode repositioning. At this time, there is no evidence surgical intervention has yet been performed. Besides the inappropriate therapy, no other adverse patient effects were reported.